Event description:
Information received indicates the casters are not holding on one end of the stretcher when the brake is engaged.

Manufacturer narrative:
The technician found the gap stops on two casters were cracked. The technician replaced the casters to repair the stretcher.